Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval; the device remains implanted. Product history records could not be reviewed because the correct lens serial number and lot number are not known at this time. Additional info was requested 09/05/2008, 09/09/2008 and 09/29/2008 by phone, mail and fax. A completed questionnaire was rec'd 09/18/2008.

Event description:
A surgeon reports noting bubbles in the intraocular lenses (iols) of two patients five years following implant surgery. A yag capsulotomy was performed on this pt on an unknown date. In a follow up, the surgeon reports the outcome of the event as "good". This report is for the first pt.